Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2011. He recently received a new programmer due to problems he experienced with the original device. It was reported that the pt is unable to initiate stimulation with the new device. A third programmer will be utilized in an effort to resolve this matter. No further information is available.